Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 12/15/2016. The device has been returned and evaluated by product analysis 12/02/2016 with the following findings. The original complaint could not be duplicated or confirmed. All of the buttons responded normally and there was no damage to the button contacts or keypad flex cable when the keypad was removed. The pump was opened and no damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.